Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting intermittent loss of capture for less than 2 seconds, as well as rising thresholds. A revision procedure was done for the patient's left ventricular (lv) lead so at that same time, the physician elected to surgically abandon and replace this lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.